Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an implant procedure, the implantable pulse generator (ipg) set screw was crooked. Consequently, the connection with the lead could not occur; there was a pacing problem. The device was not used and another was implanted. No patient complications have been reported as a result of this event.